Event description:
It was reported the patient had the procedure on (B)(6) 2014. It was noted the patient had problems with her unit and ¿something was wrong.¿ it was noted the patient thought it was a ¿mechanical issue.¿ the coverage was reportedly ¿so positional¿ and sometimes the patient ¿absolutely got no sensation of the vibrations at all¿ and then other times she would turn a certain way and ¿would feel it again.¿ it was noted the pain was so bad and sent her up to bed and she needed to call someone. It was noted the patient had been dealing with the implant and thought it had been set up correctly 1 week post up. The rep noted the patient probably had some post op pain going on at 1 week post op. The patient wanted to contact a rep ¿who could tell her something that could give her more relief than she is right now.¿ it was noted the symptoms occurred following implant and the patient¿s status was undetermined. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Event description:
Additional information received reported the patient no longer had concerns with their device or therapy. It was also noted the patient received assistance from their physician or manufacturer representative (rep) and had their concerns resolved at an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).